Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged trace in the display power circuit but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels, dka, dehydration, and a stomach virus. The pt's father stated that the hospitalization was not pump related. The pt's father also reported that the pump display screen was distorted.